Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/21/2013 with the following findings: the allegation of a dim/discolored display screen could not be duplicated on investigation. The pump powered on with a blank display and functional auditory and vibratory features. The pump was removed from the case and a crack in the display was observed. The damaged display was replaced with a test display, and the display returned to normal.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.